Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure for urinary incontinence on (B)(6) 2021 and mesh was implanted. The patient reported experiencing chronic pain after the procedure. Consultation on (B)(6) 2021, showed the pain is mainly localized from the anus to the vagina on the right. The pain can radiate to the inner side of the right thigh. The pain is currently daily and permanent. The pain intensity is fluctuating. The pains are described as a type of sensation of regressive heat, tightness, needle strikes. The patient feels a fluctuating intravaginal and rectal foreign body sensation that has disappeared. The patient has the impression of a sensation of contraction even at rest. Lower limb abduction and certain positions are aggravating factors. Improving factors include heat, cold, lateral decubitus, supine position, urination and rest. Associated functional symptoms include allodynia on wiping. No deficient element on the urinary level was found. Digestive symptoms include right vaginal pain if straining to defecate. Sexual symptoms include secondary, intromission, systematic dyspareunia with pain post reports. I note a major impact on the sexuality. Physical examination noted a sensitivity important of the vulva predominant on the right. Note, however, during intercourse discomfort also on the left side of the level of the skin resection area. The pain is maximal on palpation of the inner border of the right ischium. The pain seems very localized at this level with pain that diffuses from this point. No sensory deficit was found. On vaginal examination, a marked contracture was found and a trigger of the obturator right medial with pain at the level of the right sciatic spine. In total, the patient presents postoperative perineal pain with perineal tenderness and right internal obturator myofascial syndrome. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.